Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd stent wraps w ith struts raised. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. A kink was evident on the distal shaft 20.3cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion located in the distal left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic stent. Patient status post-procedure is alive with no injury. Device analysis identified stent deformation.